Manufacturer narrative:
The unit was received with unresponsive buttons due to a corroded keypad. There was no button error alarm or frozen screen found. The unit had a cracked case at the display window corners, a display window and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer called in to report an unresponsive keypad, a button error alarm, and a frozen display. The customer's blood glucose level was 206 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.